Event description:
It was reported that during a procedure to treat a totally occluded right superficial femoral artery/right popliteal artery. During use of an atherectomy device in an attempt to open the proximal right tibial artery, a large tear/perforation occurred. After inflations of a balloon catheter at the perforation site, two 3.5x38 mm xience prime drug eluting stents were placed overlapping in an attempt to seal the perforation; however, extravasation continued requiring the placement of a 3.5x26 mm jomed graftmaster covered stent with partial success. Some extravasation was still observed; however, after some time, the perforation sealed itself. The patient was discharged on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: glidewire, grandslam; guide cath: wildcat; sheath: 5 fr, 7fr arrow; stent: 6x60 mm idev, 3.5x38 xience prime (2). (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that the graftmaster stent was used for treatment of the superficial femoral artery. It should be noted that the otw graftmaster instructions for use, states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present.